Event description:
It was reported a spectrum pump would not properly detect downstream occlusions. The pump would reportedly reach 27 psi or higher before alarming downstream occlusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported failure to properly detect downstream occlusions was unable to be reproduced. The history log was analyzed and multiple events of downstream occlusion were found, however this evidence does not confirm the pump failed to identify a downstream occlusion within the permitted pressure range. The pump passed downstream occlusion testing per baxter's service procedure. The device was calibrated per baxter's service procedure to ensure continued accurate occlusion detection.